Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 399930, lot# j0537672v, implanted: (B)(6) 2006, product type: lead. (B)(4) related to the lead.

Event description:
A healthcare provider (hcp) requested MRI guidelines because the patient¿s implantable neurostimulator (ins) had not been working. It was noted that the patient indicated that they broke six to eight leads on their second implant surgery on (B)(6) 2006. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as rsd/causalgia-complex regional pain syn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.